Manufacturer narrative:
Correction: b3 this report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Review of reprocessing procedure information provided by users revealed no obvious deviations from the instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Additionally, the reported event was not confirmed as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that sampling of the scope body and clamp tube on (B)(6) 2024 resulted in greater than 20 colony forming units (cfu) of pseudomonas aeruginosa.

Event description:
It was reported that the videoscope bacteria test was not qualified and required quality inspection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.